Event description:
Affiliate reported a programmable valve was inserted in the patient in 2007. Post operatively, patient presented with symptoms such as headache. Surgeon found that the valve couldn't be reprogrammed, and that there was no flow. Revision surgery on patient had to be carried seven months later, where it was found that the valve was in 2 pieces.

Manufacturer narrative:
Codman has requested the return of the device. Upon completion of the investigation, a follow up report will be filed.